Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experienced low blood glucose level. Customer¿s blood glucose level was 45 mg/dl at the time of incident. Customer stated that the performed self test than displacement test and both tests were successfully completed. The insulin pump will not be returned for analysis.